Event description:
Patient reported that she had a fibroid in her uterus in 2009. She went to different doctors in (B)(6) for fibroid removal and nobody wanted to remove the fibroid. Because the fibroid was extremely large the doctors in (B)(6) refused to remove it. She did not want hysterectomy so she went to dr. (B)(4) in (B)(6) for fibroid removal. On (B)(6) 2009, a hysterectomy procedure was done without patient's permission. During the surgery, foley catheter was put in her body. She had massive bleeding and decreased in blood pressure and had a heart attack. She had a blood transfusion. The doctor did not give any information about what happened during the surgery and patient was discharged. In 2013, patient passed out during a meeting. Patient died 4 times and her brain stopped for 20 minutes. She was in a coma for 10 days. Patient was resuscitated at the hospital and transferred to another hospital. They had to pump the blood out of her stomach because there was blood pooling in it. Her blood pressure increased and had irregular heart rate. The doctors put a defibrillator in her heart and she was discharged from the hospital. She was hospitalized from (B)(6) 2013. She is currently taking 12 different medications for various health conditions. She suffers from confusion, drowsiness, brain seizure, loss of memory, stress and anxiety attacks. She was a teacher and will never be able to work again. She believed they did something to her. She doesn't know what happened to her. Nobody wants to hear her.